Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent a universal reduction screw (urs) withdrawal surgery due to unknown reasons. Once in the operating room, two (2) screwdriver shafts stardrive t25, for urs were discovered to be broken. The surgeon decided to use the screwdriver stardrive t25 with t-handle for pangea instead. However, the handle of the stem loosened while in use. Even though both ends of the two (2) screwdriver shafts stardrive t25 for urs were broken, the surgeon tried to use them, and they released pieces of metal into the patient's cavity. All fragments were removed from the cavity. The surgery was completed with the use of pressure pliers such as cable of the screwdriver stardrive t25 with t-handle for pangea. There was a 15 minutes surgical delay. Patient outcome is unknown. Concomitant devices: spine screws (part: unknown, lot: unknown, quantity: 1). This report is for a screwdriver shaft t25 for urs. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: date the screwdriver broke is unknown; it was discovered broken and attempted to be used during a procedure on (B)(6) 2018. Part 03.036.001, lot 9222334: no combination could be found in the manufacturing records for part 03.036.001 with lot 9222334, therefore a device history record (DHR) review could not be performed at this time. A product investigation was completed: no product was returned; the investigation was performed based upon a review of the received medical images. Upon review of the medical images, it can be confirmed that the screwdriver tip is broken on the device due to an unknown cause. The risk documentation was reviewed and found to adequately address the complaint condition. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.